Manufacturer narrative:
A review of batch records revealed no deviations and passing results for final product release. Additional case information has been requested to support the investigation and assessment of technical and procedural aspects. Follow up interviews have been made to attempt to determine if the surgical technique may have contributed to the outcome. Clinical experience has shown a combination of factors such as complex procedure, graft configuration, patient anatomy, and suture placement can impact final clinical outcome. This is report 1 of 9 reports. Full listing includes 3012664855-2021-00006 through 3012664855-2021-00014.

Event description:
Patient was (B)(6) old infant undergoing complex norwood cardiac procedure and pulmonary vein repair using a cardiocel 3d patch. 3 months/20 days following the initial procedure stenosis was observed and balloon dilatation was performed successfully.